Event description:
Plug of the toothbrush became hot - oral-b [device physical property issue]. Manufacturing issue - oral-b [manufacturing issue]. Case narrative: consumer via e-mail stated that the plug of the oral-b toothbrush became hot. No injury was reported. 31-mar-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3731 triumph. The suspect product lot was a70732011. No injury was reported. 06-jul-2023 case update from information initially received on 02-jun-2023: the suspect product lot was a70732011 631. No injury was reported.

Manufacturer narrative:
02-aug-2023: product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Plug of the toothbrush became hot - oral-b [device temperature issue]. Case narrative: consumer via e-mail stated that the plug of the oral-b toothbrush became hot. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.